Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The device was found to visually and audibly alarm during alert conditions. The device was able to obtain spo2, spco, pi, and pulse rate readings using customer sensor and masimo sensor. Customer device displayed measurements that are comparable to masimo test device and sensor. All tested measurements are within specifications. The device is fully functional. Customer also returned one cable and two sensors with the device. The cable and the sensors are fully functional. Customer complaint was not duplicated.

Event description:
The customer reported the rad-57 device is giving inaccurate spco readings from 6-10. No patient impact or consequences were reported.